Event description:
This procedure was performed in another country in the carotid artery: the physician felt a strong resistance and an unsmooth delivery of the spiderx. However, the stent was successfully implanted. The spiderx could not be recovered. The physician performed a diagnostic and found the spiderx was broken. The physician used a snare to remove the spiderx out of the patient. No injury to patient was reported.